Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: during investigation, the pump was powered on to a clear display with no moisture behind it. Moisture was found in the battery compartment. A crack in the battery compartment was found from the case seal to the bumper. A leak was not found at this location. A leak test was performed and failed due to a crack in the battery compartment along the side. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported there was moisture behind the display. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.